Event description:
A customer reported that the wheels were stiff on the evis exera iii gastrovideoscope. There were no reports of patient harm. The device was returned for evaluation. Upon inspection and testing, foreign material was found in the auxiliary channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing, foreign material was discovered in the auxiliary channel, likely caused by insufficient reprocessing. An air leak, indicating a loss of water tightness, was also discovered in the auxiliary channel. In addition, the objective lens and light guide lenses had cracks, chips and stains, the bending section had deteriorated adhesive and separation of the thread bound sections, the grip control unit and s-cover had scratches, the s-cylinder was discolored, the forceps channel port was scratched, the c-cover had a dent, adhesives around the objective lens and light guide lenses were chipped, and the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning because of leakage of the broken auxiliary water channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.